Manufacturer narrative:
Batch review performed on 26 july 2017. Lot 091445: (B)(4) items manufactured and released on 18 july 2009. Expiration date: 2014-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 28th july 2017 the medical affairs made the following analysis: six years after primary hybrid tha in a very difficult case (probably after bone infection) the femoral bone gave way and the stem mobilized. A periosteal fracture is mentioned in the report. The adverse event has most probably a clinical origin but there no reason to suspect that it was due to a faulty device.

Event description:
Revision surgery about 6 years after primary due to periosteal fracture. The original quadra c stem was loose and was still subsiding due to a periosteal fracture.